Manufacturer narrative:
Patient age added patient gender added device investigation narrative - one sterile 7207681 9x25mm biorci-ha screw reported on. There is a patient chart-stik label included that indicates a 9x30mm product 72201782. The complaint will be evaluated upon the reported information, box and inner pouch returned. The screw is used. It is less than a year old. Dimensional inspection verifies that this is a 9mm product. The distal threads are missing. An approximately 2.16mm piece was not returned. The portion returned has a chewed up appearance at the distal tip. This is a symptom related to entanglement with a guide wire. The complaint indicated ¿the screw broke during insertion¿. The head does not show signs of stripping. It is not known whether prep recommendations were followed; whether a starter, what size instruments and guide wire were used. It is unknown whether a notch corresponding with the starter depth was created for best results. IFU reads: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use¿. No root cause related to the manufacturing of this device can be confirmed. No further investigation is warranted. Device returned for evaluation device evaluated by the manufacturer evaluation codes updated c-(B)(4).

Event description:
It was reported that the screw broke during insertion. There was no patient injury reported.